Event description:
The reporter stated, the surgeon implanted a micl 13.2mm implantable collamer lens on (B)(6) 2011 in the patient's right eye. About a month after surgery, the patient started to complain of glare and halos. About a month after that, the patient complaint of slight headaches. The lens was slightly decentered and low vault. The lens was too short for the eye. The surgeon made the decision to explant the lens and exchange for a longer length lens. The surgeon re-entered the anterior chamber through the existing temporal, clear-corneal incision. The surgeon used forceps to remove the lens from the eye. A longer length lens was implanted. One suture was used. Cause of this incident was mis-measurement.

Manufacturer narrative:
Evaluation method - work order search, medical review. Results - a lens work order search was performed and one similar complaint was found within the work order. Medical review - review of this file indicates that the patient experienced glare from a short lens that decentered. The icl was exchanged with a longer lens which resolved the problem. It has been determined that this complication is related to inaccurate white to white measurement or secondary to a mismatch between white to white and the sulcus diameter. Surgeons are advised to observe the patient prior to exchanging this lens. Staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. If no other symptoms are observed, it is recommended to leave the icl implanted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation: results - visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. Conclusions - based on the complaint history and the evaluation of the returned product, it was determined that the most root cause for the event was inaccurate white to white measurements as the result of difficulty in clinical sizing. #(B)(4).